Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('inflammation in your tube only') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criterion medically significant) and abortion spontaneous ("miscarriage") and was found to have a pregnancy with contraceptive device ("pregnancy"). At the time of the report, the salpingitis, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pregnancy with contraceptive device and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: quality-safety evaluation of product technical complaint. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.